Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The bulkhead connector was returned to the manufacturer. Functional testing found that the component found that the bulkhead connector had open shorts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the bulkhead connector has damaged pins and needs to be replaced.